Manufacturer narrative:
It was noted by the treating clinic that the patient changed ice packs every 30 minutes after the miradry treatment and that the burns were located outside of the treatment area. The miradry practitioner suspects that the ice packs used post-treatment resulted in ice burns around the treatment area.

Event description:
Patient underwent miradry treatment on (B)(6), patient states she used ice packs for 48 hours, changed every 30 mins. Patient noticed blisters on sunday evening, went to (B)(6) at (B)(6) hospital, dressed the area, and was advised to continue with antibiotic creams to area. Burns were noted outside the treatment area, patient was advised that the burns appear to be ice burns from misplaced ice packs. As of (B)(6) 2020, blisters are healing well, patient stated new tingling in left breast, however declined appointment to assess.